Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not closing and releasing the clips. The instrument kept getting stuck and would not close/clamp the jaws. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up and obtained additional information. Clip was loaded outside the patient. The surgeon was attempting to clip on the duct. The surgeon was unable to close the clip. Issue not related to clip applier jaws remaining static/not moving when surgeon commanded movement. Issue not related to unexpected motion of clip applier. Yes, it was incomplete closure of the clip. It was the first application. The surgeon used another clip applier.